Event description:
It was reported that the pump stopped all insulin delivery. There was no patient involvement, as the pump had not been used yet on the customer at the time of the reported event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.